Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed low shock impedance measurements less than 20 ohms on a competitor's lead. No adverse patient effects were reported. Additional information indicated that several shock impedances during pocket manipulation and isometrics. The shocking vector was changed and tested all three configurations and all were within normal limits. The right ventricular (rv) and left ventricular (lv) leads were paced to rv coil and again all measurements were normal. It was noted that the daily measurements trended fine except the one erroneous measurement that caused the red alert. The following day the shock impedance measurements was 49 ohms.